Manufacturer narrative:
Evaluation of the device shows the anchor broke at the eyelet confirming the complaint. The eyelet portion of the anchor remains in the inserter. Body of anchor was not returned for examination. The hex of the anchor is no longer aligned with hex of the inserter. Eyelet portion of the anchor was removed and the hex was found to be deformed. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during an rcr procedure, the anchor broke upon implantation. The broken anchor was successfully removed from the patient. A backup device was available to complete the procedure. No patient injury or complications were reported.